Event description:
It was reported that sinufoam stayed in the maxillary sinuses for 4-6 months causing an infection that required revision surgery.

Event description:
It was reported that, after a sinus procedure, sinufoam stayed in the maxillary sinuses for 5 months causing a severe infection that required bilateral sinus revision surgery. All the material was washed out. Patient was prescribed sinus rinses with surfactant to remove biofilm effect.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated with lactated ringer solution or water, which could delay the timeline for product dissolution. It is also possible the patient did not irrigate properly after implantation. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device including but not limited to: - have the patient irrigate with light isotonic saline solution (0.65%) until first office visit (do not irrigate with hypertonic saline solution or bulb style syringe until after first office visit). - any residual dressing that has not dissolved or left the surgical site through normal outflow passages may be easily aspirated at the discretion of the surgeon. There were no indications during manufacturing record review that would suggest the product did not meet product specifications upon release into distribution.